Event description:
Pt has used the product to soak bridge in, in the past without incident. Pt soaked them as usual and on this occasion, upon placing them back in mouth, pt experienced a burning of the lips and gums which lasted about 2-3 hours, pt did not seek medical attention. Sensed a smell of bleach to the product. The complainant mentioned that when pt removed the bridge from mouth, rptr looked at the gum line and instead of being pink, it was white. Contacted poison control who told pt that they should look out for blistering. If that does not occur, pt should be okay. Complainant stated that regent labs, according to their website, also markets bleaches.